Event description:
It was reported that the patient with this pacemaker had a syncopal event and a sustained injury to posterior lateral head as a result . Furthermore, the patient presented to the emergency department and upon review, it was found that the none boston scientific right ventricular (rv) lead exhibited high pacing impedance out of range and loss of capture. The same day a temporally pacing was placed and the pacemaker was explanted and replaced. A new rv lead was implanted. No additional adverse patient effect were reported.